Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of tampon lodged in me [foreign body in reproductive tract]. Vaginal issues [vaginal disorder]. Vaginal odor [vaginal odour]. Piece of tampon broken off [device breakage]. Consumer reported via email that the tampon had broken off and a piece was still lodged in her two weeks after her period had stopped. No serious injury was reported.

Event description:
Piece of tampon lodged in me [foreign body in reproductive tract]. Vaginal issues [vaginal disorder]. Vaginal odor [vaginal odour]. Piece of tampon broken off [device breakage]. Case narrative: consumer reported via email that the tampon had broken off and a piece was still lodged in her two weeks after her period had stopped. No serious injury was reported.

Manufacturer narrative:
A product investigation is still in progress.